Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent the surgery with the stem in question. It is not confirmed that the primary surgery had been performed at (B)(6) hospital or at another hospital. After the surgery, on unknown date, the stem broke. On (B)(6) 2021, the patient underwent the revision surgery to replace the broken stem with a stryker¿s exeter stem. The upper part of the broken stem could be removed manually, and the lower part was removed via cortical window technique. Follow-up will be continued in the future. The surgeon commented that there was no correlation between this event and the stem. Doi: unknown, dor: (B)(6) 2021, unknown side.